Manufacturer narrative:
A ge rep evaluated the system and aligned the collimator. System operates as intended. (B) (4).

Event description:
Customer reported the collimator is out of alignment. No pt injury was reported.